Event description:
New information notes the device continued to work properly and the patient was doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the device was in backup vvi. A device restoration was completed successfully. The patient was to continue with regular follow ups.